Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8590-1, lot# n238378, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
Additional information received reported that the patient had seen a different healthcare provider regarding the event.

Event description:
The patient reported receiving an ¿8503 physician bolus in progress¿ message on their personal therapy manager (ptm). They were not able to give themselves a bolus with the ptm and they received a 1 hour lockout. The patient had been getting ¿this message¿ all night. The patient had a refill yesterday and the healthcare provider (hcp) decreased the flow. The hcp had been gradually turning down the pump because the patient wanted to have the pump removed. The hcp theorized that the catheter kinked; however, every time they had performed a dye study to see if it was kinked it was not kinked. The family member reported that they thought the catheter kinked, and then the pressure built up and the catheter unkinked. They stated that it almost always happened when the patient was sitting in the chair, and the patient fell asleep. They stated the hcp said that the patient had a flexible catheter tube, but there was an option to implant a new catheter that was stiffer, but ¿they would probably still have the same problem¿. The patient was reported to have been ¿getting rushes¿. The patient still had a lot of pain, and their spasticity was getting worse. The symptoms occurred since the pump was implanted. The medications infused were baclofen and dilaudid.